Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with missing end cap sticker, motor passed motor test.

Event description:
Customer called to report motor error alarms and unable to rewind the insulin pump due to the motor error alarms. Nothing further was reported.